Event description:
The doctor reported separating a file in the pt's tooth during a dental procedure. The doctor elected to fill around the file to complete the procedure and will monitor the pt. The doctor reported this was the third use of this file.